Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Based on the information provided, we are unable to determine whether device 1 or device 2 contributed to the reported "heart rupture." However, the reported sizing issue may have contributed to this event. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
MFR report #2015691-2014-01862 was filed for device 2.

Event description:
Edwards received information that two mitral devices [device 1 = 29mm, device 2 = 27mm] were explanted at implant due to a sizing issue resulting in regurgitation and "heart rupture." A third device (25mm) was successfully implanted, although it was reported the patient expired in the operating room while trying to wean from cardiopulmonary bypass. Cause of death was reported as bleeding and extended bypass time.